Event description:
It was reported to manufacturer, by facility, (B)(6). Per facility they were using the lift in a resident transfer when the incident occurred. It was stated where the cradle attaches to the lift the eye bolt broke and cradle completely fell off while resident was suspended from the lift. The resident was taken to hospital by ambulance for medical exam. Resident complained about back pain, pain meds given and resident will be monitored, she returned to the facility the same day. (B)(4) issued to get lift back for eval. (B)(4) issued to get a second (B)(4) back for eval.